Manufacturer narrative:
When properly placed, the titanium struts are designed to lay passively and do not have the potential to spontaneously perforate tissue.

Event description:
A spontaneous report pertaining to cytoplast titanium-reinforced ptfe membrane was received from a dentist on (B)(6) 2014. The pt was a (B)(6) yr old female presenting with an irrestorable tooth. Tooth #18 was extracted and a mineross allograft (2.5 cc) was placed. A cytoplast ti-250 buccal ptfe membrane was then trimmed and placed. Primary closure was not achieved. The pt was prescribed amoxicillin 500 mg tid x 7 days the day of surgery. The pt had been diagnosed with high blood pressure in the past, but was taking medicine to control this. The dentist did not report what medicine was being taken for the high blood pressure. The dentist reported that the pt called and complained of discomfort 12 days after the initial procedure. The dentist saw the pt this day and observed the titanium-strut from the membrane and become delaminated from the membrane and was now poking through the lingual soft tissue. This was causing the strut to rub against the tongue and cut the tongue. The dentist removed the membrane at this point and reported that a large portion of the mineross bone graft was lost. The dentist reported that the soft tissue and tongue subsequently healed on their own with no other reported complications.